Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the switch box had a dent, and the label on the suction connector was peeled. Due to the adhesive peeling on the bending section cover, the insulation resistance value at the distal end did not meet the standard value; due to wear of angle wire, the bending angle in the down direction did not meet the standard value, the jet tube had foreign objects, the plastic distal end cover had a crack, the objective lens had a chip, the light guide lens had a crack, the adhesive on bending section cover was worn, the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the auxiliary wash valve had detached from the colonovideoscope. The device was returned for evaluation. During the device evaluation, the white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the following corrections were made. E1: (reporter name and address), first/given name: remove ¿sic¿, middle name: remove ¿maintenance¿, last name: remove ¿poliambulance¿ as these are not the contact¿s name and were entered in error. Telephone number added. H6: (component code) and (problem code) added for auxiliary wash valve coming off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Issue 1 (auxiliary wash valve came off) - based on the results of the investigation and the information provided, the cause could not be determined. Issue 2 (foreign matter adhered to the sub-water supply channel) - based on the results of the investigation and the information provided, it could not be determined what the foreign material was or the cause of the material remaining in the device. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing steps were performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.